Event description:
Information was rec'd that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly, she gave herself a bolus the day before, then went to bed. She woke up the next morning feeling ill. Her blood glucose prior to admission was >500 mg/dl and upon admission her blood glucose was >500 mg/dl. She was treated with IV fluids and insulin and released the same day. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.